Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and a motor error alarm. The customer's blood glucose reading was 337 mg/dl. The customer performed troubleshooting and after reinserting the reservoir and running a manual prime, insulin exited. The customer was advised that the alarm was caused by an infusion set or reservoir occlusion. Customer was informed to monitor the situation and call back if needed. Nothing was replaced or returned.